Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000193, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used during a sacroiliac and thoracolumbar procedure. It was reported that when booting up the system, the motion check did not finish initializing. Communication between the x-ray and the mobile viewing station (mvs) was possible, but motion was not. The system was rebooted several times without resolution; system got stuck every time during motion initialization. The surgery was aborted and rescheduled. Additional information indicated a surgical incision was made prior to aborting the procedure. There was no reported impact to the patient. The reported issue was attributed to the foot switch; seemed to be broken. The foot switch was acting as though the button was pressed. This was confirmed by the system working if the foot switch was disconnected.